Event description:
The home patient (hp) contacted baxter's technical service center regarding a assistance ending therapy which occurred on the homechoice during use during initial drain. The hp stated that he had been connected during prime and had pressed go. The hp stated that there was air in the patient line. The hp would start over with new supplies. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2011. He stated that after starting over with new supplies, therapy went well. He did not notice anything unusual about his supplies that night. He had not discussed this event with his nurse yet, but had seen her since. Therapy since has been going well, and there were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) was confirmed. The root cause was "user error" patient connected before priming. The label review found the labeling adequate for the use error in this complaint.